Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii. It was reported on 2017-07-06 that the implant shut off last year. The manufacturer representative reset everything and it seemed to be working since then. It was noted that they expected the device to shut off on (B)(6) 2017 due to device age but it was confirmed that no warning messages regarding this such as eri or eos had been seen at the time of this report. There were no patient symptoms reported. No further complications were reported. Additional information received from a healthcare provider indicated that the patient is coming in for a revision in (B)(6). No further complications were reported.